Manufacturer narrative:
Event date is literature article published date endovascular treatment of acute internal carotid artery dissections: technical considerations, clinical and angiographic outcome neuroradiology (2016) 58:1167¿1179 10.1007/s00234-016-1757-z .

Event description:
Stent implantation was performed in 76 cases. Protégé rx self-expanding stents and resolute integrity balloon expandable stents were among the devices used. It was reported that thrombus formation occurred in 13 patients who was treated with atrial infusion and further stenting and thrombectomy. New emboli to intracranial vessels occurred in 15 patients. Thrombus within an implanted stent caused vessel occlusion in one case. Intraprocedural haemorrhages were observed in two patients. Three patients suffered intracranial dissection as a result of thrombectomy. Post-procedure, six patients showed parenchymal haematomas and eleven patients had a focal sah. Re-occlusion of the ica was observed on two patients. At hospital discharge, five patients had died. Overall, seven patients died.